Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the severely calcified artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 6atm within 5 seconds. The device was removed without any problem using the normal method and the procedure was completed with a different device. The patient was in good condition post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).